Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2014-00156. The patient (B)(6) was implanted with two percutaneous leads from different lots. It was reported the patient recently suffered a fall. Since that time, the patient alleged use of the therapy system exacerbated her symptoms. X-ray imagery confirmed migration of the right lead. Surgical intervention was undertaken on (B)(6) 2014 to reposition the impacted device. Effective stimulation was recaptured for the patient following postoperative programming.